Manufacturer narrative:
A correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event. Patient is still ongoing on lvas support; no other issues have been reported.

Manufacturer narrative:
(B)(4). Approximate age of device - 1 year and 8 months. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2016. It was reported that the patient presented to the emergency department (ed) on (B)(6) 2017 with a 4 g/dl hemoglobin drop concerning for gastrointestinal (gi) bleeding. The patient had complaints of dyspnea, abdominal tightness, new cough, fatigue, dizziness and lightheadedness. In addition, the patient stated they had dark, tarry stools for approximately 1 month which persisted even after having discontinued taking iron supplement. A hemoccult was positive in ed and the patient was hospitalized and transfused with 1 unit of packed red blood cells with appropriate bump in hemoglobin. At the time of the event the patient was taking aspirin and warfarin. On (B)(6) 2017, a colonoscopy and esophagogastroduodenoscopy performed revealed diverticulosis in the descending colon and sigmoid colon, internal hemorrhoids, a small area of oozing behind a fold in the 2nd part of the duodenum, as well as a second area in 2nd part of duodenum with adherent clot that could not be washed off (no active bleeding). Both areas were treated with bicap cautery with successful hemostasis. The patient was given intravenous iron and plan for proton pump inhibitor (ppi ) for 4 weeks. The patient was discharged on (B)(6) 2017 in stable condition with gi bleed resolved. No additional information was provided.